Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. The patient was referred to their physician. No additional adverse patient effects were reported. The device remains in service.